Event description:
It was reported that during a colonoscopy procedure, the device failed to cut. The polyp was located in an unspecified portion of the colon. The micro hex olympus polypectomy snare was advanced to the lesion, however, the "device would not work" and the "cautery would not take". The physician was unable to remove the polyp. Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.